Event description:
Patient was status-post aortic root hemi-arch repair and had a mediastinal hematoma. Patient was brought to the or for re-exploration and evacuation of hematoma and repair of annular bleeding. Prior to the surgery the patient may have had hypoxic ischemic encephalopathy. During the preparation for the surgery it was noted that the patient was turning cyanotic and there was no saturation monitoring pick-up. The tidal volume on the anesthesia machine was set for 800cc but when the patient became cyanotic it was noted that the bellows were not pushing 800cc. The patient was taken off the anesthesia machine and was hand bagged with 100% oxygen until he recovered. He was placed back on the anesthesia machine and there were no further issues. During resuscitation the surgeon performed open cardiac massage.